Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint indicating that there was a failure to alarm. An infant patient had strongly desaturated without the alarm being emitted at the central level. The following functional tests were performed: a remote service engineer (rse) performed an analysis of the logs. When reviewing the logs the rse found two desaturation alarms had sounded: a first at 10:06, during which the saturation went down to 33. The alarm sounded at the control panel for five seconds and following that a user acknowledged the alarm from the monitor. The desaturation continued; the alarm was repeated at the central about one minute 30 seconds later. The saturation returned to the limits a few seconds later. A second desaturation took place at 10:09, it rang at the central but only for three seconds the alarm was almost immediately acknowledged to the monitor. This alarm lasted less than a minute so the central did not sound again following this. After that no more desaturation was seen until 10:35. Results of the functional testing determined the logs did not see a desaturation alarm that would not have been announced. Based on the information available and the testing conducted we were unable to replicate the reported problem. The device was confirmed to be operating per specifications and no failure was identified.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete reporter phone # (B)(6). Reporting institution phone # .

Event description:
The customer reported problem with a desat in room b139p in neonatal. The baby was very unsaturated without the alarm being emitted on the central station.